Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.visual inspection: actual device was not returned. Visual inspection performed at customer quality of the provided photo in complaint file attachment was able to confirm the condition of being stuck in a t-handle instrument. This investigation is for the left schanz screw in the image. The image shows two schanz screws, with the left one being stuck in a t-handle. However, due to the poor photo quality, it was not possible to confirm the condition of breakage. The tip of the screw can not be zoomed in to get a clear view to determine if it is broken. It was observed that the screw appears slightly bent in the proximal non-threaded shaft portion and also heavily scratched through the violet anodize layer revealing the base titanium aluminum niobium (tan) substrate. DHR review: a review of the device history records was unable to be performed since the lot number was unknown. Document/specification review: based on the provided information and photo in complaint file attachment it was determined that the schanz screw involved in the event is most likely in the part family 496.711 - 496.715. This is determined based on the violet color and thread profile. No product design issues or discrepancies were observed during this investigation. Risk documentation: there are 2 complaints related to broken intraoperatively for the uss fracture schanz screw family in the global complaint history (search criteria january 2008 to february 2019 the risk document adequately addresses the complaint conditions. Conclusion: a definitive root cause for the event could not be determined based on the provided information. This complaint for being stuck in t-handle is confirmed however the complaint for broken device was not able to be confirmed. No product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation and the risk document adequately addresses the reported complaint conditions. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown schanz screw. Part#, lot# and UDI # is not available. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. This report is for one (1) unknown schanz screw. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent a spinal procedure using a universal spine schanz fracture system (uss). During the procedure, the t-handle was stuck inside the top of the schanz screw and could not be disassembled. The schanz screw and t-handle had to be removed outside of pedicle, and this broke the pedicles. This occurred twice. Both pedicles were broken. The schanz screw was removed using a plier. There were fragments from the broken schanz screw that were not easily removed. Thus, an additional intervention was performed to remove the fragments of the schanz screw by hitting a hammer. There was a forty minutes surgical delay. The procedure was not successfully completed. The patient had no permanent damaged as of this time but there was an inflammation of nerve root l1-l2 level and was sent to intensive care unit (ICU) because of the pathology and complications during the procedure. The patient does not need to be re-operated for now until there was an evaluation of the previous surgery. This complaint captures the schanz screws while (B)(4) captures t handle. Concomitant device: rod (part unknown, lot unknown, quantity 1); clamp (part unknown, lot unknown, quantity 1). This report is for one (1) unknown schanz screw. This is report 2 of 2 for (B)(4).